Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk wire cutter/unknown lot number. Unknown if device is/not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a wire cutter broke during surgery when the surgeon tried to cut a kirschner wire. No information available about patient condition, outcome and if the surgery was prolonged. This complaint involves 1 part. Concomitant reported part: 1x kirschner wire. This report is 1 of 1 for (B)(4).